Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated the quality control was too low and they were receiving alarms when calibrating the total protein. The customer received questionable results for 1 patient sample for triglycerides (trigl). The initial result was 3.997 g/l and the rerun was 1.209 g/l. Another repeat test was 1.215 g/l. The customer believed the 1.209 g/l result to be correct. It was requested but unknown if the erroneous result was reported outside of the laboratory. There was no adverse event. The triglycerides (trigl) lot number is 148576. The expiration date was requested but not provided. It was stated that the field service engineer went to the site and checked the instrument. The exchanged the reagent probe and performed preventative maintenance. A precision check was done on the module and it was then confirmed to be within specification. No specific root cause was determined. However, a bent or misaligned reagent probe can cause the deviations of the results.